Manufacturer narrative:
11/18/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. 11/23/2015 a medtronic representative, following-up at the site, reported the surgeon confirmed accuracy of the merge two and three times over. We utilized the confirmation spin from the initial insertion as the registration spin for the revised insertion. The physician merged the exams and created a new plan entirely. Total re-imaging time and second burr hole was approximately 30 minutes in duration. 12/02/2015 the medtronic representative further reports that the second and final placement was accurate. No revision was necessary. Based on the surgeons comments, the initial burr hole and fiber placement should not have caused any deficits. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy. The site auto-registered the patient using their imaging system and then merged a pre-op magnetic resonance imaging (MRI) that had the surgical plan. Registration was deemed accurate using the pointer probe after the imaging system spin. They placed the bone anchor using the pad and then re-set the entry using the pointer probe on the bone anchor. Navigation appeared to be accurate during placement. After catheter, and stiffening rod placement, the site took a confirmation spin with the imaging system which showed an inaccuracy in the sagittal plane. The entry was off by 3 inches (~76 millimeters) in the posterior director. The target was off by about 30 millimeters in the anterior direction. The plan and the actual placement crossed one another (they were not parallel). The site removed the catheter, re-did the navigation system merge and used the confirmation spin from the imaging system as a new registration. Registration was accurate using the pointer probe at this point. They set a new entry, drilled a second burr hole location, and placed the catheter on a new plan. Navigation appeared to be accurate during placement. They took a confirmation spin which then showed a second inaccuracy. The entry on the coronal view showed at the 1 o'clock position and should have been at the 11'olock position. Estimated entry was off by 30 millimeters. Hit cycle views and then the catheter showed as being on the plan. Patient was in magnetic resonance imaging (mr) to confirm catheter placement. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system.